Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarms noted. No display ramping on its own anomaly noted. Unable to perform operating currents due to unresponsive buttons. The insulin pump was received with minor scratches on lcd window. The insulin pump was received with cracked case at display window corners. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that they received a button error alarm while attempting to bolus. Customer also reported the numbers were ramping up on the insulin pump. It was also found the customer had a battery out limit alarm. The customer's blood glucose was 122 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.